Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3, h4, h6: device history device history record (DHR) review for part#03.037.026, lot#9116178, manufacturing location: bettlach, released to warehouse date: 25 nov 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition.. H3/h6: investigation summary background: it was reported that on (B)(6) 2018, during inspection, the helical blade/screw coupling would not thread into the screw inserter upon putting set back together. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: device interaction / functional. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified the condition of post manufacturing thread damage. The second most distal thread rotation on the proximal external thread form that mates with the screw inserter instrument (03.037.025) shows post manufacturing damage. There is a flattened area of the thread which is causing the interference with mating device. It was also observed that there are numerous indentations resembling hammer marks on the proximal end/knob. Functional test: the reported complaint condition was able to be replicated at cq and is due to the post manufacturing damage to the thread. Does received condition agree with the complaint description? Yes. Can the complaint be replicated with the returned device(s)? Yes. DHR review: the returned device was manufactured in november 2014 and is over 4 years old. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Document/specification review: design drawing were reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: a dimensional inspection was not possible due to the post manufacturing damage. Was the complaint confirmed? Yes. Conclusion: a definitive root cause for the post manufacturing thread damage could not be determined based on the provided information. The hammer marks on the proximal end of the device may have contributed to this damage. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. D4: lot number provided for reporting. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during inspection, the helical blade/srew coupling would not thread into the screw inserter upon putting set back together. There was no patient involvement. This report is for one (1) helical blade/screw coupling screw. This is report 1 of 2 for complaint (B)(4).